Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose and ketones. Customer stated that they need bigger size cannula. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed mmt-399.